Event description:
The customer complains about high friction and trauma to the urethra after catheterization. The customer contacted the urologist and was prescribed foley catheter for 60 days in total.

Manufacturer narrative:
The product was not available to be returned, and we have no information about lot no. Without the benefit of exam and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed.